Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on the insulin pump are not responding. Customer removed the battery and device had an unexpected restart alarm. Customer stated that she had it clip to the side but it was exposed to moisture. Blood glucose value is 435 mg/dl. Treated with insulin injection. Nothing further reported.